Event description:
As reported by the user facility: customer reported a cut in the blood tubing segment on the inlet side. The cut was noticed approximately 2.5 hrs. Into the treatment. There was an estimated blood loss of 1 unit.